Event description:
It was reported that the patient had been taken to the emergency room (ER) due to diabetic seizures and hypoglycemia. The patient's blood glucose levels dropped to 48 mg/dl while wearing the pod between 24 and 36 hours. Pod was removed and discarded prior to ER visit and patient was treated with glucagon, both by mother initially and eventually in the ER. The patient was released after spending 3-4 hours in the ER.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.